Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the drive support cap was sticking out on the insulin pump. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners, a missing end cap sticker, and a severely scratched display window.